Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-00684 and MFR. Report # 3005099803-2012-00685). It was reported to boston scientific corporation that two wallflex enteral colonic stents were implanted during a colonic stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a colonic stenosis due to uterine cancer. During the procedure, the 9cm wallflex enteral colonic stent (the subject of MFR. Report # 3005099803-2012-00685) was implanted at the sigmoid colon from the rectrosigmoid colon. However, the length of the stent was insufficient to cover the stenosis. The physician then placed the 6cm wallflex enteral colonic stent (the subject of MFR. Report # 3005099803-2012-00684) overlapping the 9cm stent. The 6cm stent was placed proximal to the 9cm stent. The procedure was completed successfully without issues. On (B)(6), 2012, the patient complained of stomach pain. An endoscopy procedure was performed and a perforation was detected. The perforation was located at the stenosis where the 9cm stent and 6cm stent overlap. The patient was sent to surgery and the perforation was closed. The two stents were left implanted. The current condition of the patient was reported to be stable. In the physician's assessment, the perforation was caused by the expansion of the stents. The physician also noted that the patient has been undergoing radiation treatment for the uterine cancer. The treatment has inflamed the tissue of the large intestine, which may have contributed to the perforation.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be between (B)(6). Although the exact patient weight is unknown, the patient was reported to weigh between (B)(6). The complainant was unable to provide the complaint device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation is listed in the dfu as a potential post-stent placement complication. Therefore, the most probable root cause classification is anticipated procedural complication.